Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure while deflating a balloon, the 20/30 indeflator handle separated from the black ring. A new inflation device was used to deflate the balloon with only a few seconds delay in deflation time. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported handle separation from the locking mechanism was confirmed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on visual inspection of the returned device, there is an indication of a product deficiency. Potential factors that can contribute to a handle separation of this type may include, but are not limited to, if the handle is not aligned correctly during manufacturing, if one of the tabs are not fully engaged in the housing and additional stress upon the other tab exceeds design limits causing the device to separate, excessive force applied to the sleeve while pulling negative and/or applying force to the sleeve component while switching the locking mechanism. Further assessment of corrective/preventive actions will be conducted per local site and department procedures.